Event description:
Information received from the patient via the manufacturer's representative reported that when the pocket area was palpated, the edge of the implantable neurostimulator (ins) was felt indicating that it was tilted. On follow up, the cause of the tilted ins was not determined. An attempt to use the antenna locate feature was unsuccessful. The patient was to have an x-ray. The indications for use for the implanted device were noted as failed back surgery syndrome and spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a representative (rep) regarding the patient. It was reported that an hcp was inquiring about a possible device revision. The hcp indicated that the patient had not been able to charge their device and had met with another rep. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the patient via the manufacturer¿s representative reported that there was an alleged overdischarge (od) on the implantable neurostimulator (ins). The last time the patient used the ins was 30 days ago. The representative ran a physician recharge mode (prm) on the patient¿s device today and was starting a second one. An antenna locate (al) was attempted with the results of a baseline value of 60 and 66 as a top number. The representative was going to continue to charge the ins battery. Additional information received from a manufacturing representative (rep) on (B)(6) 2017 indicated that the physician is inquiring about a possible device revision. They noted that they have limited information about this. The rep stated that the patient has not been able to charge their device, and has met with another rep regarding that issue. No further complications were reported. Additional information was received from the manufacturer representative on (B)(6) 2017 reporting that they were in the office with the patient on the day of the call. The health care professional (hcp) wanted to replace the system but there had been difficulties figuring out insurance. After the original report on (B)(6) 2016 someone from the manufacturer tried to pull the implantable neurostimulator (ins) out of overdischarge at the clinic was it was unsuccessful. The patient remained in overdischarge as far as it was known since (B)(6) 2016 it was stated that the caller felt like the ins was a little deep. It was not known if the ins was flipped. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-05-24 from the manufacturer representative reporting that the patient weight was not available at the time of the report to the manufacturer representative. The hcp office ordered an x-ray to confirm that the implantable neurostimulator (ins) had not flipped. The hcp would decide the course of action after evaluating the x-rays. No further complications were reported.

Event description:
Additional information was received from a manufacture representative (rep) on 2017-jun-06. The rep indicated that they have an x-ray and are trying to determine if the implantable neurostimulator (ins) is flipped. The ins is in the right upper buttock but the image they have is flipped so it is showing it on the left side. The ins header block is on the bottom (toward buttock) and the leads are exiting the ins header toward the spine. The rep noted that the patient has put on a considerable amount of weight. Technical services reviewed with the rep that it appears the ins is rotated but not completely flipped which is not ideal, but technically it is not flipped to where the recharger coil would be interior. The rep stated that they could see the letter indicator and the k is backwards but also again indicated that the x-ray itself is flipped. The rep used the x-ray to determine that the orientation of the ins is contributing to the difficulty for the patient to connect to the battery. The rep thought that the patient's battery has been in an overdischarge for 5-6 months and that the patient has had one overdischarge event. The rep asked about pulling the ins out of the overdischarge after a period of time because it may take a year to get approval for the surgery. Details regarding the overdischarge and antenna locate were reviewed. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.